Event description:
The customer reported that the device will not turn on completely but continuously re-boots. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided troubleshooting assistance and parts information to perform device repair. The reporter stated that he replaced the power module and the battery, observed proper device operation and returned the device to the customer for use.